Event description:
Arsenic infusion started. Infusion pump alarmed "air in line." Rn entered room and found portion of IV tubing within infusion pump had begun to leak. Arsenic was immediately stopped and taken down. Pharmacy evaluated and has video of tubing leaking from site of pump segment.